Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's evaluation, the device constantly alarmed for upstream occlusion. This symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the upstream occlusion message. There was no patient involvement.